Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA. It has come to our attention since the submission of our initial report on 8/7/1997 that this event was previously reported by us under a different MFR report number. As this is a duplicate report, please disregard the event submitted under this reference number (2647580-1997-00850).

Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire properly and the staple line was not complete. The hosp has reported no pt injury occurred.